Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device exchange. Upon being brought into the catheter lab the patient was given an x-ray, which revealed externalization of the wires from the lead. All measurements were within stable range. Device explant was rescheduled. On (B)(6) 2019, the patient had the lead explanted and replaced. Patient was discharged post procedure.